Event description:
It was reported that a solution administration set leaked through a hole in the tubing of the set. This occurred during priming with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and a rip in the tubing near the drip chamber was observed. The reported condition was verified. The cause of the condition could not be determined. To address this issue, awareness training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.